Event description:
It was reported that a patient experienced a breach in aseptic technique which caused peritonitis, sepsis due to an unknown cause, and death due to sepsis coincident with automated peritoneal dialysis (pd) therapy. On an unknown date in the month prior to death, the patient¿s pd nurse visited the patient in the nursing home and observed the patient during automated pd therapy with a homechoice device. At that time, the nurse noted that the patient¿s pd effluent was very cloudy. Subsequently, the patient was diagnosed with peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was reported to be due to use error, further described the patient experiences confusion and would sometimes disconnect herself on her own during pd therapy. The patient was treated for the peritonitis with unknown antibiotics, intraperitoneally, which were started and stopped during that same month (dates and further details were not provided). Two weeks prior to the receipt of this report, the patient was hospitalized for the peritonitis, sepsis (nature unspecified) and another indication. The cause of the sepsis was unknown. The length of the hospitalization and the treatment for the events were not reported. Ten days after the initial hospitalization date, the patient was re-admitted to the hospital for peritonitis, sepsis and the other indication. During the hospitalizations, pd therapy was ongoing via continuous ambulatory pd. Subsequently, the patient passed away. It was unknown if the patient remained hospitalized up until the time of death. The cause of death was reported to be heart failure due to sepsis. It was reported that the patient did not recover from the peritonitis prior to death. Pd therapy was stopped about a week prior to death (date not reported). It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The sepsis and peritonitis occurred on unknown dates in (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.